Event description:
It was reported that the device will not pass the user test. The customer's biomed evaluated the device and observed that there was a broken pin inside the paddle connector, causing damage on the receptacle inside of the therapy connector. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The therapy receptacle connector assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that a pin from the therapy cable was broken off inside the contact socket #8 of the cable.